Manufacturer narrative:
Additional h6 medical device problem code: 2937. Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device emmited smoke, sparks, and a loud pop noise and failed self-test for defib and pacer functions. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation, but pictures were available; the customer's report, from the pictures, was attributed to catastrophic damage associated with multiple printed circuit board assemblies (pcba's). The customer was issued replacements for the processor/bridge/pace board, ECG board, capacitor cap, and pace-to-ECG flex bridge cable. Analysis of reports of this type has not identified an increase in trend.